Manufacturer narrative:
The up arrow button was unresponsive due to corroded keypad traces. No display anomaly was noted. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via telephone call that the numbers on the display scrolled without input during a bolus. The blood glucose reading was 128 mg/dl. The buttons were unresponsive. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.